Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015, u128 ipg, implanted: (B)(6) 2017, 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising/high impedance and a lead impedance alert was triggered. It was also reported that a polarity switch occurred. The rv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.